Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly stopped functioning and alarmed. During the investigation of the device at the manufacturer's quality assurance laboratory, a "ventilator inoperative" and a "service required" code were observed in the ventilator's downloaded error log. The "ventilator inoperative" condition was unable to be duplicated during testing; however, the "service required" code was found to be related to the internal battery. The internal battery was removed from the device for further investigation. During the investigation, the root cause of the internal battery failure was found to be due to a cell imbalance. The ventilator was then sent to the manufacturer's service center for repair. During the evaluation of the device at the manufacturer's service center, the device's blower motor and system board were replaced to address the "ventilator inoperative" code and the internal battery was replaced to address the "service required" code.

Event description:
The manufacturer received information alleging a ventilator stopped functioning and alarmed. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.